Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customers blood glucose level was 409 mg/dl. Customer changed pump supplies to resolve the issue and resumed insulin therapy.